Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 10 in the mouth, the implant did not achieve osseo- integration in type ii bone. Clinician noted the patient's mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 10 in the mouth, the implant did not achieve osseo- integration in type ii bone. Clinician noted the patient's mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Follow-up being sent in order to correct the name of the implant.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 10 in the mouth, the implant did not achieve osseo- integration in type ii bone. Clinician noted the patient's mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.